Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's vendor reported, the pt experienced elevated blood glucose of up to 403 mg/dl for 4 weeks. The pt bolused through the infusion device but was unable to lower blood glucose. The pt injected insulin via pen and blood glucose readings decreased. The pt switched to the backup infusion device using the same basal rates and blood glucose decreased. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.